Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. The patient stated she was at work and passed out. One coworker noted that her continuous glucose monitor (cgm) displayed ¿urgent low¿ and another coworker saw a value of 41 mg/dl. The patient stated that her coworkers are aware of her devices ¿beeping¿ frequently and they confirmed that her receiver and phone did not alarm prior to her passing out. Emergency medical services (ems) was contacted and ems checked the patient¿s blood glucose (bg) value and the meter was displaying 21 mg/dl. Unspecified medical intervention was provided. At the time of contact, the patient was doing good. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.